Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("right tube was only a half of tube due to ectopic pregnancy years ago and that coil was mangles all up in pieces"), embedded device ("the essure coil was stuck in between/the left essure device was deeply embedded to the left fallopian tube"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cancer ("tumor / teratoma / cancer type: ovarian") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cancer (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (unilateral salpingo-oopherectomy - left,surgical removal of coil), surgery (unilateral salpingo-oopherectomy - left,surgical removal of coil), surgery (removal of essure coils) and surgery (cystectomy,oophorectomy (one side removal of ovary). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, ovarian cancer, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, depression, anxiety, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, alopecia, menorrhagia, rash, migraine and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cancer, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality-safety evaluation of ptc (product technical problem). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("right tube was only a half of tube due to ectopic pregnancy years ago and that coil was mangles all up in pieces"), embedded device ("the essure coil was stuck in between/the left essure device was deeply embedded to the left fallopian tube"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cancer ("tumor / teratoma / cancer type: ovarian") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cancer (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (unilateral salpingo-oopherectomy - left,surgical removal of coil), surgery (unilateral salpingo-oopherectomy - left,surgical removal of coil), surgery (removal of essure coils) and surgery (cystectomy,oophorectomy (one side removal of ovary). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, ovarian cancer, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, depression, anxiety, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, alopecia, menorrhagia, rash, migraine and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cancer, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via social media: device breakage and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr: new events: device breakage, embedded device , menorrhagia,ovarian cancer, vaginal haemorrhage, mood swings, menorrhagia, vaginal haemorrhage, depression, anxiety, rash, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia were added.reporter, patient demographic information, other relevant history added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right tube was only a half of tube due to ectopic pregnancy years ago and that coil was mangles all up in pieces'), embedded device ('the essure coil was stuck in between/the left essure device was deeply embedded to the left fallopian tube'), pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and ovarian cancer ('tumor / teratoma / cancer type: ovarian') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst and pelvic adhesions. Concomitant products included lithium since 2017, medroxyprogesterone acetate (depo-provera), piroxicam (paxil) since 2016, sertraline hydrochloride (zoloft) since 2014 and trazodone since 2017. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pruritus ("itching all over") and was found to have ovarian cancer (seriousness criterion medically significant) and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (cystectomy,oophorectomy (one side removal of ovary, removal of essure coils and unilateral salpingo-oopherectomy - left,surgical removal of coil). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, ovarian cancer, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, depression, anxiety, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, alopecia, menorrhagia, rash, migraine and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cancer, pelvic pain, pruritus, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: itching all over was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.